Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was service on site by a field service technician. The device was visually inspected and functionally tested (battery test and power-on self-test). The reported problem of an f-49 alarm code was verified in the sample evaluation and event history log review. The cause of the reported condition was determined to be a damaged battery and the battery was replaced to resolve the condition. The device was serviced and restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.